Event description:
The user was not performing well with the device prior to explantation. The user reported dissatisfaction with performance soon after implantation, however, these were thought to be due to external factors. The user was re-implanted.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Additional information: according to the information received from the field a technical implant failure seems likely. Furthermore, a complete insertion was not achieved at implantation surgery. Reportedly, two channels were left extra-cochlear. However, to determine an exact root cause a device investigation of the explanted device is necessary. The concerned device was explanted but is not available for investigation.

Event description:
The user was not performing well with the device prior to explantation. The user was re-implanted.